Event description:
Device malfunction: failure to deploy-clip. Time of device malfunction: during device demo. Symptoms/ae: none-no pt involvement. It was reported that during device demonstration on a model, not on a pt, the sales rep noticed that there was no clip in the device. The device was discarded. There was no pt involvement. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot # was provided. Review of the device history record for this lot did not produce any findings relevant to this report.